Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was seen at the hospital for a peg tube replacement. During the endoscopy on (B)(6) 2020, buried bumper syndrome with inflammation was discovered. The patient was treated with oral antibiotic zinadol and discharged from the hospital on (B)(6) 2020. The physician decided to perform the peg replacement on (B)(6) 2020. On (B)(6) 2020, the peg tube was removed surgically. Inflammation was found in almost the entire stomach. The pus was cleaned, but due to the inflammation, it was not possible to insert a new peg tube. The surgeon then decided to close the stomach and old stoma, allow the stomach to heal, and then attempt to place a new peg tube. The patient received an unknown intravenous (IV) antibiotic for the buried bumper and stomach inflammation.

Event description:
Sample evaluation completed.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5, d10, h2. A peg tube was returned with a tube clamp on it, attached at one end to the y-adaptor running through the external fixation plate guide hole and attached to the bumper at the other end. The entire j-tube was also received running through the peg. No damage was observed to the peg tube, tube clamp, j-tube, y-adaptor, external fixation plate and bumper. The sample cannot be evaluated since this is a medical complaint.